Event description:
Loose humeral stem. 65 yr old female.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number (B)(4)_1644408-2023-00794; 533-08-108, s810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.